Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose over 500mg/dl and noticed condensation in the reservoir compartment. The customer stated that insulin from the reservoir leaked past the o-rings. The caller stated that he woke up with 68mg/dl after having a very high glucose level episode. No further information was provided.